Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dental needle. The customer states the doctor is bending the needle prior to use and reported the needle breaking off at the hub. No patient involvement or injury.